Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized because she was not getting enough insulin. The customer¿s blood glucose level was unknown. The customer reported that the reservoir had leak at the 2nd past o ring. The customer was reported that the keypad was not responding, screen went rainbow and dark in places. Customer assisted with troubleshooting. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was hospitalized for high blood sugar and diabetic ketoacidosis on april 2, 2019. The customer's blood glucose was 498 mg/dl. The customer was released from hospital on (B)(6) 2019.